Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received multiple inappropriate shocks for rhythm which appeared to be atrial driven and therapy was exhausted. Technical services discussed device programming, detection enhancements, and reprogramming options. No adverse patient effects were reported.